Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleged a softclix lancet was already loaded in new lancing device out of a new meter kit. Lancet was uncapped out of the box. A request was made for the return of the lancing device and lancets, replacement sent.